Event description:
It was reported that patient visited emergency room due to hyperglycemia due to infusion sets fell off event on (B)(6) 2026 which was treated with IV and fluids of saline and insulin.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 3 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380